Event description:
Blood leak found in hd treatment. Tmp alarm is triggered at about 3 minutes after treatment began. Nurse checked the dialyzer found the exact location of the leak. Patient has been using cta dialyzers for a long time. Dialyzer is used for hf-hd. Blood rinsing is applied. No side effect is observed after close observation, however patient lost about 100 ml blood. Qb 240 ml/min, qd 500 ml/min, tmp 300mmhg. Priming volume, condition of vascular access, dose of anticoagulation are not available.

Manufacturer narrative:
Analysis of the returned sample is still in progress. Investigation report attached is on retained samples only.

Manufacturer narrative:
Analysis of the returned sample is still in progress. Investigation report attached is on retained samples only. Final investigation report attached is on returned used sample.

Event description:
Blood leak found in hd treatment. Tmp alarm is triggered at about 3 minutes after treatment began. Nurse checked the dialyzer found the exact location of the leak. Patient has been using cta dialyzers for a long time. Dialyzer is used for hf-hd. Blood rinsing is applied. No side effect is observaed after close observation, however patient lost about 100 ml blood. Qb 240 ml/min, qd 500 ml/min, tmp 300mmhg. Priming volume, condition of vascular access, dose of anticoagulation are not available.